Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 90-95% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal circumflex (cx) artery. The lesion was 18mm in length and the reference vessel diameter was 2.50-2.75mm. Initially a maverick balloon was advanced but would not cross the lesion. Next the physician attempted to advance a taxus liberte 2.50x20mm stent but was also unable to cross the lesion. The edge of the stent strut was damaged. Both the balloon and the stent delivery system were removed from the patient. A non-bsc 1.25mm balloon was used to dilate the lesion and the residual stenosis was 65-75%. No patient complications were reported and the patient status was reported as stable.

Manufacturer narrative:
(B)(4)device evluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. On row 1 the struts were raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 90-95% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal circumflex (cx) artery. The lesion was 18mm in length and the reference vessel diameter was 2.50-2.75mm. Initially a maverick balloon was advanced but would not cross the lesion. Next the physician attempted to advance a taxus liberte 2.50x20mm stent but was also unable to cross the lesion. The edge of the stent strut was damaged. Both the balloon and the stent delivery system were removed from the patient. A non-bsc 1.25mm balloon was used to dilate the lesion and the residual stenosis was 65-75%. No patient complications were reported and the patient status was reported as stable.